Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector sample was provided to our quality team for investigation. Through visual inspection, the protector spike is twisted and observed to be broken, verifying the reported incident. A device history review was performed for reported lot 2403413, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The product was visually inspected and no damage or defects were observed. Functional testing was performed, in all cases the protectors were properly fitted to the vial without issue and no damage to the spike occurred. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device, including verification that all critical dimensions are within specification, no issues related to the reported issue were noted. Based on our investigation we cannot identify a root cause related to our manufacturing process at this time. It is important to ensure the device is properly placed within the assembly fixture. It is likely the spike twisted during the connection of the protector onto the vial. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
The needle which punctures the vial snapped while attempting to attach it to a vial. They use the assembly fixture.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle which punctures the vial snapped while attempting to attach it to a vial.